Event description:
It was reported to boston scientific corporation that an alliance ii integrated inflation system was used during a dilatation procedure performed in 2009. According to the complainant, post procedure, the pointer on the device gauge failed to move (increase) as the cre balloon was inflated. The procedure was successfully completed with another alliance ii integrated inflation system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.